Manufacturer narrative:
Additional information: based on the information provided, there was an external fluid leak of flolan at the anticoagulant line. The luer connector on this line is made of polyethylene terephthalate glycol (petg). Gsk has issued hpra safety notice (B)(4) to the UK markets indicating that ¿flolan solution prepared with sterile diluent (ph12) must not be used with any preparation or administration materials containing polyethylene terephthalate (pet) or polyethylene terephthalate glycol (petg).¿ per the safety notice, use of flolan ph12 with pet or petg components can lead to leaks due to cracking or damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex hf1000 set was leaking epoprostenol from the green filter on the anticoagulation line. The filter was in use approximately 12 hours. The device was being used with a prismaflex machine. There was no patient injury or medical intervention associated with this event. No additional information is available.